Event description:
International affiliate reports that during a minimally invasive surgical procedure, the patient was positioned prone on the table, was draped, and an incision was made. Soft tissue and muscle was retracted with using a pipeline retractor and adjustable light source. Upon completion of the procedure and after undraping, it was noticed that the light source had been sitting directly on the patient and a burn mark was left on the patient. Antibiotic cream was applied to the burn mark and dressing was placed on top.

Manufacturer narrative:
The pipeline light source is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Complaint trend analysis for past five years found no other complaints of this nature have been reported for this item. The light source is reported to have functioned as required. However, the device was improperly placed directly on the patient, resulting in the burn. The light source should be attached to one of the systems retractors universal connection slots or to a universal connection. At this time, the complaint is considered to be closed.